Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high shock lead impedance measurements. Information was received from a red alert through the patient's home monitoring system. Attempts to request additional information was unsuccessful. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The rv lead and device remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received at a later date that this single coil rv lead has continued to exhibit shock impedance measurements above 125 ohms. As a result, the clinician has reprogrammed the device to send an alert through the patient's remote monitoring system if the measurement reaches 150 ohms. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.